Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, it was observed that the motor device had an air leak and the hose was cut. A visual and function assessment was performed on the device which determined that the device failed pretests for hose verification-cut in the hose in upper area and safety assessment - damaged pawls and damaged cylinder pawls. It was noted that the collar sleeve and motor housing were dented. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.